Event description:
It was reported that the internal pin is missing and was unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the internal pin that goes into the pen is missing, and consumer is poking himself sixth time because of a bad needle. Additional information received: non patient end to pen needle is missing. No insulin flow during injection. Does not prime before injection. Does not over tighten.

Manufacturer narrative:
The following fields have been updated with corrected information: b.3. Date of event: (B)(6) 2019. G.4. Date received by manufacturer: 2019-09-10.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 32g x 4mm bd pen needle without a tear drop label or inner shield attached. Consumer reported non patient end to pen needle is missing, no insulin flow during injection. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent, however, no evidence of manufacturing defects was observed. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged and difficult to operate (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause for the bent npe cannula is user error when attaching the pen needle to a pen injector. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the internal pin is missing and was unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the internal pin that goes into the pen is missing, and consumer is poking himself sixth time because of a bad needle. Additional information received: non patient end to pen needle is missing. No insulin flow during injection. Does not prime before injection. Does not over tighten.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the internal pin is missing and was unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the internal pin that goes into the pen is missing, and consumer is poking himself sixth time because of a bad needle. Additional information received: non patient end to pen needle is missing. No insulin flow during injection. Does not prime before injection. Does not over tighten.